Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient's wound was infected after the operation, and they were unable to heal. The system was explanted on (B)(6) 2018. No further measures were taken. The patient's outcome was that they were observing at home. It was provided that the patient had been using the interstim since (B)(6) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.